Manufacturer narrative:
H10: additional manufacturer narrative: updated h6 method code for additional code ¿ 4109. H11: corrected data: corrected h6 conclusion code from 50 to 4315.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event was due to patient related factors. The stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3000 pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of eight (8) years, nine (9) months due to severe nonrheumatic aortic stenosis and mild aortic regurgitation. The tavr was performed successfully with a 23mm 9750tfx transcatheter valve with great outcome. Patient was reported to be doing well and was discharged on pod #1.